Event description:
Follow up information received reported that the patient met with the manufacturer representative and was reprogrammed after which she was doing much better.

Event description:
It was reported that the patient experienced a loss of therapeutic effect and increased baseline pain following low back surgery 5 weeks ago. The surgeon was "very careful to avoid the wires." Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Lead model 3777-60, serial # (B)(4), implanted: (B)(6) 2007, explanted: unk; neuro adaptor model 355026, lot #n101184, implanted: (B)(6) 2007, explanted: unk; recharger model 37752, serial # (B)(4); programmer model 37742, serial # (B)(4).

Event description:
Additional information received reported that there was a loss of therapeutic effect. The reporter stated that the patient was not getting benefit out of the therapy like she had been and when she went to recharge, the device was 'not down.' It was unclear if this meant that the device did not need charging. It was noted that there was no known accident or incident related to the event. It was reported that the patient had back surgery last (B)(6), but the therapy stopped working a little while later. It was unclear if the surgery was in (B)(6) 2012 or (B)(6) 2011. It was noted that the patient had also gained weight and had a lot of swelling. It was reported that the patient was at the hospital 'due to her husband' and wanted to meet with a manufacturer representative. The reporter stated that the implantable neurostimulator icon was on the patient programmer, and the patient had one group with four programs. The patient had tried increasing settings on the programs, but when she did it 'grabbed' her in the side by her gut and was uncomfortable. A follow-up report will be made if additional information becomes available.